Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider. It was reported that the displaced leads were removed on (B)(6) 17.

Manufacturer narrative:
Other applicable product ID neu_unknown_lead lot# serial# unknown implanted: explanted: 2017-(B)(6) product type lead if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider. It was reported that the displaced leads were removed on (B)(6)17.

Manufacturer narrative:
Other applicable components are: product ID: neu_unknown_lead, serial# unknown, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation -spinal pain. It was reported that the patient was having trouble with his implant. Patient stated that he has been hurting so bad so he wanted to get this working. Patient stated he has been hurting for 8 months since (B)(6) 2017 and it has been terrible. Patient reported that he stopped charging it because he had to have some work done on his pain pump catheter and they had to go in to replace the catheter and when they did they accidently pulled out one of the leads for the spinal cord stimulator. Patient stated the catheter surgery was at least over a year ago and could not clarify if it was 2017 or 2016. Patient stated that after the lead was pulled out only one was working so he stopped using it hardly at all because it wasn't doing anything. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial# unknown, explanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that the cause of the trouble with the implant was due to the healthcare provider (hcp) replacing the catheter on the pain pump pulled one of the leads out of the spinal cord stimulator (scs). The patient reported that the lead was pulled on (B)(6) 2017. The patient reported that the time of this procedure, one of the patient¿s neurostimulator (ins) leads was inadvertently damaged and was subsequently removed. The patient reported that nothing had taken place to resolve the problem as of (B)(6) 2018. No further complications were reported.